Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra mini meter kit was missing the test strips. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. The same day at 9:00 am, the pt determined there were no test strips included in the report meter kit. Two hours later, the pt claimed she experienced the symptoms of lightheadedness, feeling faint and blurred vision. The pt visited her physician, who tested her blood glucose level to be 63 mg/dl. The pt was treated with food and/or a drink. Troubleshooting revealed there was no product missing from the system kit, as the test strips are no longer packaged with the meter. The meter was replaced. The meter system kit does not include test strips, as stated in the labeling. The pt allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test her blood glucose level due to the test strip issue, and she received medical attention and treatment with food. Therefore, this complaint is being reported.